Manufacturer narrative:
Complaint is confirmed. Examinations of the returned used device, item aes-50sl, found plastic heat shrink tube damaged. Probe appears to be used due to slight wear of the active tip and remaining debris on the active tip. Inspection reveals the black pet outer return tube insulation has been torn by entrance into a cannula and or inadvertent contact with another instrument during use. A complaint lot history was unable to be reviewed due to the unavailability of a valid lot. Additionally, without a valid lot, a DHR review was unable to be completed. A two-year review of complaint history revealed there has been 7 complaints regarding 7 devices for this device family and failure mode. (B)(4). Per the instructions for use, the user is advised the following; to maintain the active probe tip in the field of view at all times. Injuries to the patient may result from inadvertent activation or movement of an activated probe outside the field of view. Do not activate the electrode while any portion of the electrode tip is in contact with another metal object, including the scope; localized heating of the electrode and the adjacent metal object may result in product damage and/or injury. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The report device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the facility that the aes-90sn probe's coating is slightly peeled back around the distal portion of the device due to use. Follow up with the site confirmed there was no injury to the patient. There was no reported delay of procedure. The procedure, shoulder arthroscopy, was completed as planned. This report is being raised based on device malfunction with potential for injury upon reoccurrence.